Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump (lvp) had a blank display. It was unknown if a patient was connected for therapy at the time of this event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "blank display" was confirmed. During evaluation, the unit was able to power on and an infusion was run; however, during the infusion the screen turned black and was unreadable. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was a failed ui pcba. The ui pcba required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.